Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 92 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The device was also received with cracked case at display window corners, cracked battery tube threads, and minor scratched display window.